Event description:
It was reported that the display on the insulin pump was blank. It was also reported that the insulin pump alarmed failed battery test prior to going blank. The reported blood glucose reading was 240 mg/dl. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion on the keypad traces.